Manufacturer narrative:
Device received with cracked display window corners, cracked reservoir tube lip and cracked battery tube thread noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected off no power alarm or frozen screen were noted. However corroded battery cap contact noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump frequently not turned on at all after replace the battery and need a great deal of manipulation to get it to work. Customer also reported that insulin pump was cracked at multiple places and was being kept together with duct tape. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.